Manufacturer narrative:
The device was not returned for evaluation. A potential failure mode could be '1.1 incorrect water flow¿ with a potential root cause of '1.1.1 inadequate heat energy removal from or delivery to the patient due to misdistribution of pad water flow.¿ the lot number is unknown therefore the device history record could not be reviewed. A labeling review was not required. The product code for this arcticgel pad product is unknown. Therefore, bd is unable to determine the associated labeling to review. Although the product code is unknown, the z300-unknown arcticgel pads product labeling is found to be adequate based on past reviews. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the arctic sun device was getting a low flow alert (alert 02) and patient line open (alert 01). They changed out the arctic sun device, disconnected and reconnected the pads, checked for kinks, and smoothed out the pads. The initial flow was 0l/min, inlet pressure was -0.5psi, and the circulation pump was at 100%, cv 0. The pump hours on the device were noted at 4048 and system hours were 4341. Per troubleshooting with ms&s, the pads were emptied, and the reservoir was determined to be low. The nurse was directed to fill the device. In manual mode with no pads attached, the flow rate was 1.8l/min, inlet pressure was -6.9pis, and the circulation pump command was 51%. The left chest pad was connected, and the flow rate was noted at 0.6l/min, inlet pressure was -7.2psi, and circulation pump command was 29%. The left thigh pad was added, and the inlet pressure was noted at -5psi with a circulation pump command of 100%. The left thigh pad was removed. The right chest pad was added, and the flow rate was noted at 1.2/min, inlet pressure was -7.0psi, and the circulation pump command was 45%. The right thigh pad was added, and the flow rate was noted at 1.6l/min, inlet pressure was -7.1psi, and the circulation pump command was 53%. Ms&s suggested replacing the left thigh pad with a universal pad. Therapy was resumed. The patient temperature was 38c with a target temperature of 37c.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the arctic sun device was getting a low flow alert (alert 02) and patient line open (alert 01). They changed out the arctic sun device, disconnected and reconnected the pads, checked for kinks, and smoothed out the pads. The initial flow was 0l/min, inlet pressure was -0.5psi, and the circulation pump was at 100%, cv 0. The pump hours on the device were noted at 4048 and system hours were 4341. Per troubleshooting with ms&s, the pads were emptied, and the reservoir was determined to be low. The nurse was directed to fill the device. In manual mode with no pads attached, the flow rate was 1.8l/min, inlet pressure was -6.9pis, and the circulation pump command was 51%. The left chest pad was connected, and the flow rate was noted at 0.6l/min, inlet pressure was -7.2psi, and circulation pump command was 29%. The left thigh pad was added, and the inlet pressure was noted at -5psi with a circulation pump command of 100%. The left thigh pad was removed. The right chest pad was added, and the flow rate was noted at 1.2/min, inlet pressure was -7.0psi, and the circulation pump command was 45%. The right thigh pad was added, and the flow rate was noted at 1.6l/min, inlet pressure was -7.1psi, and the circulation pump command was 53%. Ms&s suggested replacing the left thigh pad with a universal pad. Therapy was resumed. The patient temperature was 38c with a target temperature of 37c.